Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation in the pt requiring medical intervention. Device issue: guide wire tip separation. It was reported that during a diagnostic procedure, after removal of the bmw wire, it was noted that the tip was missing. The tip migrated down to the distal ascending aorta where it was successfully snared without much difficulty. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4).